Event description:
Hamilton medical ag received the following description: a false positive technical failure (tf) 5507 alarm occurred. The event did not occur during ventilation. After exchange of the pressure sensor board and full calibration, the issue no longer occurred.

Manufacturer narrative:
Investigation is ongoing.